Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown specs were observed on two syringe inlets. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: two (2) opened unused devices were received for evaluation. Microscopic inspection revealed light brown particulate matter for both samples. The particulate matter was embedded in the outer wall of the white inlet connector and was not inside the fluid pathway. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.